Event description:
Information was received from a patient regarding an external device. Patient reported their controller stopped working and the issue began maybe 5 to 6 months ago and the controller stopped working completely 3 weeks ago. Patient stated they were able to hit the button and the controller would come on. Pt also stated they would bump on the controller on something which resolved the issue in the past but now the controller is not turning on at all. Patient noted they had the controller plugged into the ac power cord for 2 days. During the call patient removed the controller battery and plugged the controller into the ac power cord; patient confirmed the controller did not turn on, and they confirmed the light on the a/c power cord does power on. The issue was not resolved.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4), b3: date is approximate. Year is confirmed valid. H3: product ID: 97745, serial/lot #: (B)(6), was returned for product analysis. Analysis found the main board lithium ion battery contacts were broken/damaged. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.